Event description:
It was reported that customer experienced air bubbles and gaps about size of bb in tandem mobi cartridge during pumping, and issue was ongoing at time of call. There was no adverse impact to the customer's blood glucose level. Customer had been using room temperature insulin and using fill rod to remove air, and after working with support to ensure proper priming so that large bubbles no longer remained, customer was able to resume insulin therapy and confirmed understanding of guidance.